Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etlw1616c124e, sn (B)(4), expiration date: 2019-01-10, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted in the patient for endovascular treatment of a 70 mm max diameter ruptured abdominal aortic aneurysm. The proximal aortic neck diameter measured ~ 22-27 mm. There was minimal aortic neck angulation. The vessel was mildly calcified. It was reported the patient was fully coded before arriving to the operating room. A chest compression was done during the implant procedure. During the chest compression, the guidewire on the contralateral side punctured the artery and was subintimal. As a result, the physician was unable to cannulate the gate of the bifurcate. The patient received treatment. The physician implanted an endurant aui stent graft and an occluder; however, the event did not resolve and the patient expired. Per the physician, the cause of death was due to the pre-operative ruptured aneurysm and the amount of blood loss. No additional clinical sequelae were reported.